Event description:
Reporter stated, "during the operation, when the surgeon tightened the cables, they were broken at the holes of grip. He tried the second cables, the same situation happened." There was no adverse consequence for the pt.